Event description:
It was reported that the patient presented for routine follow-up and inappropriate episodes of automatic mode switches were seen that were caused by lead noise. The noise was not able to be recreated with provocative testing. The device was reprogrammed. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).